Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a procedure to obtain a biopsy sample.according to the complaintant, the device leaked air at the syringe connection. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.this event has been deemed a reportable event based on the investigation results; the needle was difficult to retract.

Manufacturer narrative:
(B)(4). A visual evaluation was performed. The device was found kinked just distal of the handle. The strain relief was found detached from the handle. The syringe was removed from the handle luer, and the handle luer was found to be severely stripped. A function evaluation was performed. The device was leak tested and revealed that the unit leaks at the proximal end of the button slide at the handle. This confirms the initial report. The functional evaluation also found that the needle would extend and retract. However, resistance was felt, which is likely due to the kink in the device. The root cause is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted.